Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250 ml/hr and all measurements were found within the accuracy specification. In a follow up with the facility, they confirmed when the pump was returned to them on jan 10, 2016 it was received into their incoming inspection department who then tested it and found it to be within specification so it was put back into service and operated as intended. Based on the results of the investigation, the pump operated as intended and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer) and b. Braun medical inc. (Importer) this report has been identified as a b. Braun (B)(4).. The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow-up report will be provided after the examination results are available.

Event description:
The customer reports, over infusion: when pump received by the biomed the report stated: infusion set to be delivered over four hours, but infused over one hour. When he obtained a new set to test the pump it was noted the infusion continued even when the pump was off. He was not able to state the rate of the infusion, but was faster than setting when pump was on. No patient injury reported.